Event description:
Physician using holmium: yag laser during a cysto procedure. Physician holding laser fiber in hand, the laser fiber burned their finger. That fiber was removed and a second fiber was used. The second laser fiber also broke not causing injury to anyone in the room. The second fiber was removed and a third fiber was used. The third fiber functioned properly. Laser was taken out of commission after the surgery. Manufacturer was contacted. The manufacturer evaluated the laser and it was put back into commission in 2004.